Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) is in communication loss with 3 devices for about a minute and stated that this issue is intermittent. No patient harm is reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer reported that the central nurse's station (cns) is in communication loss with 3 devices for about a minute and stated that this issue is intermittent. No patient harm is reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) is in communication loss with 3 devices for about a minute and stated that this issue is intermittent. No patient harm is reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) reported the cns went into communication loss in three patient bed tiles for about one minute. Communication was restored and the cns was currently working as expected however the issue was intermittent and ongoing. Investigation conclusion: the customer was not willing to provide further information for ticket 69766. From the information currently available, root cause and risk analysis could not be performed. The communication loss appears to be ongoing and further information and investigation will be documented in the subsequent tickets. The following fields are not applicable (na) to the MDR report: a2 - a6 b2 b6 b7 d4 lot number & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following field contains no information (ni), as attempts to obtain information were made, but not provided. D11 & c2 concomitant medical device additional information: b4 date of this report f6 date user facility/importer became aware of the event f7 type of report f11 date report sent to FDA f13 date report sent to manufacturer g4 date received by manufacturer g7 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.